Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited myopotential over-sensing resulting in inhibition of pacing. No intervention was performed. There were no patient consequences.